Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the pawls and pawl release were damaged (melted) indicative of the unit being power broken. The malfunction on the locking subassembly indicates moving the lock pawl to safety position while the foot pedal is pressed. In addition the muffler spring located near the bell housing (below the swivel) was loose in the inner hose. Therefore, the reported condition was confirmed. The assignable root cause determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from (B)(6) that the motor device was not holding the bit. During an in-house engineering evaluation, it was observed that the pawls were damaged (melted) and the pawl release was also damaged indicative of the device being power broken. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly